Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt received an additional scs lead due to ineffective stimulation. To facilitate the new lead, one of the lead tails of the existing lead was disconnected from one of the scs ipg header ports and the new lead was plungged into the port. The issue resolved with the surgical intervention.